Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Choked [choking], discomfort - throat [oropharyngeal discomfort], swallowed metal rod off brushhead [accidental device ingestion], ingested metal rod off brushhead [exposure via ingestion], toothbrush head came apart [device breakage]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that she was using her oral-b rechargeable toothbrush, version unknown as normal, and the oral-b brushhead, version unknown came apart in her mouth, causing her to choke. She realized that she swallowed a small metal rod which was causing her discomfort. The case outcome was improved. Relevant history: none reported. No further information was provided. On 02-jun-2017 received consumer's follow-up e-mail: the consumer reported that she still had the brush head and would send it in. She stated that she was a nurse so did not attend to a medical professional as she knew the advice to follow. She reported that the small metal rod passed the following day. The case outcome remained improved. No further information was provided.